Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient felt that one of their leads may have moved a little. A second call regarding the patient indicated that the patient again felt that their leads may have migrated since the patient was having more urgency. The data regarding lead migration was reviewed with the caller and the patient confirmed that they are meeting 50% improvement. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.